Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not boot up properly and it was found on analysis that the glass of the display screen had a chip and would not allow the programmer to boot or the stylus to function. It was further noted that the internal case was broken. All found defective parts were replaced and all other identified issues were resolved with software reloaded and updated. The device then passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was slow to boot up and after power cycle the screen was unresponsive. The user tried taking out the batteries and unplugging the programmer which did not resolve the issue. The programmer was returned for analysis. There was no patient involvement.